Event description:
It was originally reported that there had been a gradual increase in pace impedance and capture threshold since implant of the implantable cardioverter (ICD) defibrillator system. The recent values were greater than 1,100 ohms and greater than 3 v respectively. Sensing was stable and shock impedance increased only slightly. On x-ray, the right ventricular (rv) lead appeared to be stable in position. Technical services discussed the possibility that there was an ionic build-up around the distal coil of the rv lead and recommended further troubleshooting. The rv lead remains in service. Additionally, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Event description:
It was originally reported that there had been a gradual increase in pace impedance and capture threshold since implant of the implantable cardioverter (ICD) defibrillator system. The recent values were greater than 1,100 ohms and greater than 3 v respectively. Sensing was stable and shock impedance increased only slightly. On x-ray, the right ventricular (rv) lead appeared to be stable in position. Technical services discussed the possibility that there was an ionic build-up around the distal coil of the rv lead and recommended further troubleshooting. The rv lead remains in service. Additionally, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information received indicated that since 2024 the shock impedance had been constantly out-of-range (oor). The rv pace impedance was also oor, and the threshold remained approximately 5 v. Ts discussed consideration of lead replacement.

Event description:
It was originally reported that there had been a gradual increase in pace impedance and capture threshold since implant of the implantable cardioverter (ICD) defibrillator system. The recent values were greater than 1,100 ohms and greater than 3 v respectively. Sensing was stable and shock impedance increased only slightly. On x-ray, the right ventricular (rv) lead appeared to be stable in position. Technical services discussed the possibility that there was an ionic build-up around the distal coil of the rv lead and recommended further troubleshooting. The rv lead remains in service. Additionally, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information received indicated that since 2024 the shock impedance had been constantly out-of-range (oor). The rv pace impedance was also oor, and the threshold remained approximately 5 v. Ts discussed consideration of lead replacement.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.